Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the procedure the stent retriever (subject device) came off the delivery wire during withdrawal through the react 71 aspiration catheter. Additional information provided by the customer indicated that no anomalies were noted to the device after removal from the packaging or prior to preparation, the device was prepared as per the dfu, and there were no issues with delivery/deployment of the retriever. The fractured stent was fully removed from the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure, physician pulled the subject retriever into a catheter to remove both devices from the patient. When the delivery wire of the subject retriever came out of the catheter, the stent wasn't attached to it. Physician flushed the catheter and the stent of subject stent retriever came out of the catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, physician pulled the subject retriever into a catheter to remove both devices from the patient. When the delivery wire of the subject retriever came out of the catheter, the stent wasn't attached to it. Physician flushed the catheter and the stent of subject stent retriever came out of the catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.